Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had blood in the pump. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Complaint (B)(4) is being cancelled as it is not a valid complaint. This was duplicate of os849440/(B)(4). After further review, an initial emdr for this complaint was incorrectly submitted. As a result, no follow up emdr is necessary. Please cancel in your database.